Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose and the pump did not alarm. The customer did not treat the low reading as the low reading was from the sensor. The customer reported that they were sure they were low since their sensors are usually accurate. Troubleshooting was declined for the low blood glucose. It is unknown whether auto mode was in use at the time of the incident. The customer¿s blood glucose during the incident was 50 mg/dl. The device will not be returned for analysis. Cross reference case-(B)(4) for audio anomaly documentation.